Event description:
It was reported a revision surgery performed due to stiffness of the knee.

Manufacturer narrative:
Results of investigation: a revision surgery of a rt-plus modular component due to stiffening of the hinge joint was reported. A rt-plus modular femoral component, the corresponding modular stem and a tibial pe insert were returned for investigation. The stiffness of the femoral bar was confirmed. The bone cement was removed and the femoral component was disassembled. Strong wear marks are visible on the pe insert. The bone cement was removed to expose the bolt holding the hinge joint. The joint was disassembled and measured. A deformation of the pe sleeve was observed. This deformation is a potential cause for the reported stiffness of the hinge joint. It can however not be determined whether this deformation originates from the sterilization process or whether it was already present in-vivo. A review of the production documentation for the femoral component did not detect any deviation from the standard manufacturing processes. No similar complaints have been reported for this batch of products. According to the provided implantation report, the reason for the surgery was a painful loosening, instability and a worn of inlay. There were areas of osteolysis at the medical femoral component, which require spacers. There were no findings that could explain the later revision. Prior to the revision, the provided x-rays and comments on x-rays show progressing radiolucent lines at the stem of the femoral component up to the width of half the stem diameter, a medial defect bellow the base plate of the tibial component and a proximally fixed tibial component. These findings were interpreted as lysis and femoral loosening. According to the provided revision report, the patient had a painful femoral component loosening and an osteolytic defect. The pivot bar of the hinge mechanism was reported to be slightly bend laterally and stiff, which might have contributed to forces on the femur. Based on the performed investigation, it cannot be concluded whether the wear of the pe insert or the stiff hinge joint contributed to the loosening. The bending of the pivot bar reported in the revision report could have potentially caused the deformation of the pe sleeve observed and the as a consequence the stiffness of the hinge joint. However based on the available information no conclusive statement can be made. There is nonetheless no indication that the reported product failed to match specifications at the time of manufacturing. At this time, we have no reason to suspect that the product failed to meet any product specification at the time of manufacture. No manufacturing, design or material deficiencies have been identified therefore; no remedial, corrective or preventive actions have been deemed necessary at this time.

Manufacturer narrative:
Results of investigation updated: a rt-plus modular femoral component, the corresponding modular stem and a tibial pe insert were returned for investigation. The stiffness of the femoral bar was confirmed. The bending of the pivot bar reported in the revision could not be visually confirmed. The bone cement was removed and the femoral component was disassembled. Strong wear marks are visible on the pe insert. The bone cement was removed to expose the bolt holding the hinge joint. The joint was disassembled and measured. A deformation of the pe sleeve was observed. This deformation is a potential cause for the reported stiffness of the hinge joint. It can however not be determined whether this deformation originates from the disassembly process or whether it was already present in-vivo. A review of the production documentation for the femoral component did not detect any deviation from the standard manufacturing processes. No similar complaints have been reported for this batch of products. According to the provided implantation report, the reason for the surgery was a painful loosening, instability and a worn of inlay. There were areas of osteolysis at the medical femoral component, which require spacers. There were no findings that could explain the later revision. Prior to the revision, the provided x-rays and comments on x-rays show progressing radiolucent lines at the stem of the femoral component up to the width of half the stem diameter, a medial defect below the base plate of the tibial component and a proximally fixed tibial component. These findings were interpreted as lysis and femoral loosening. According to the provided revision report, the patient had a painful femoral component loosening and an osteolytic defect. The pivot bar of the hinge mechanism was described in the revision report to be ¿slightly bent laterally¿ and stiff. Although the bending could not be confirmed under visual inspection, the stiffness of the hinge mechanism was confirmed and might have contributed to the load applied on the femur. However based on the available information no conclusive statement can be made. There is nonetheless no indication that the reported product failed to match specifications at the time of manufacturing. No further actions have been initiated.

Manufacturer narrative:
Correction in concomitant medical products.